Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) indicated that right before the system was pulled out they were changing the ups battery as the system was not planned to be used that day. However the site's pacs system was down resulting in the need for the navigation system. The rep did not have a chance to reboot the system prior to use which caused the issue. After the reboot the system has not had any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that after registering all four window panes were intermittently showing low performance error. Sometimes they could navigation, but then it would switch to low performance at times. The system was rebooted and the issue resolved. There was no reported delay in procedure or change in patient outcome.